Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator (eri) "after only 4 years". It was also reported that there was a lead warning on the right atrial lead and there was low impedance and damaged insulation. The device was explanted and replaced. The atrial lead was capped and replaced. No patient complications were reported as a result of this event.